Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/25/2016 with the following findings: the pump¿s black box and alarm history showed evidence of a call service 078 motor error alarm. The call service 011 memory error alarm (cs 011) was observed after the pump was powered up. The initial ¿call service alarm¿ complaint was unable to be adequately investigated due to an inability to clear the cs 011 alarm and due to internal moisture damage in the pump. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the bolus button was punctured. A leak test was performed and failed due pump leaks. There was evidence of moisture corrosion inside all internal areas of the pump and on the ir board near the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.